Manufacturer narrative:
Occupation: n/a other. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient is seeking legal counsel after she suffered vaginal dehiscence following a hysterectomy surgery. The sutures were coming apart six months after a da vinci assisted surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.